Manufacturer narrative:
Concomitant medical products: dtma1qq crt-d; implanted (B)(6) 2019; 6935m55 lead; implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged one day after implant. The lead remains implanted but out of service. A lead revision is planned. No patient complications have been reported as a result of this event.